Manufacturer narrative:
A failure of the device was found, but did not cause or contribute to a death or serious injury.

Event description:
It was initially reported that the patient was having a generator replacement due to end of service. The generator was returned to the manufacturer for evaluation. The reported end of service was confirmed in the product analysis lab. An open can measurement of the battery voltage determined that the battery was depleted. The end of service condition was expected based on the battery life calculation. The automated post burn-in electrical test identified an out-of-specification condition with supply current 1ma. Bench analysis determined that the out-of-specification condition was caused by two leaky transistors. After the two transistor were substituted, the device performed according to functional specifications. The out-of-specification supply current 1ma could potentially be a contributing factor to the end of service condition. However, results of the battery life calculation indicate that the end of service condition was an expected event.